Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 2000 ohms. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa). The high impedances were reproduced with the lead and the psa. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.